Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power and a sticky trigger. Therefore, the reported condition that the device did not work anymore was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the battery reamer/drill device was weak, the trigger was stiff, the device had water damage, and the controls were malfunctioning during functional tests (electrical fault). It was further determined that the device failed pretest for trigger test and check power at the motor with test bench. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.